Event description:
Boston scientific crm received information that a device check was requested because this patient has experienced a syncopal episode. The origin if the syncope is unknown at this time. Our company has no specific information if the device was involved with the patient's symptoms.

Manufacturer narrative:
At this time there is no further information available. Should additional information become available to our company, this event would be updated as necessary.